Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 684435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("severe pelvic and vaginal pain"), dyspareunia ("painful intercourse"), menometrorrhagia ("heavy and irregular bleeding"), headache ("painful headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, dyspareunia, menometrorrhagia, headache, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menometrorrhagia, pelvic pain, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: following removal, most, if not all, symptoms decreased. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding, dysmenorrhea (cramping), bladder infection, urinary tract infection, vaginal infection, abdominal pain, she did not undergo essure confirmation test. Lot number, reporter information. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 684435-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included hot flashes, hemorrhoids, depression, bronchitis, migraine, anxiety disorder, swelling nos, knee pain (right.) And bone pain. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced vulvovaginal pain ("severe pelvic and vaginal pain"), dyspareunia ("painful intercourse"), menometrorrhagia ("heavy and irregular bleeding"), headache ("painful headaches"), cystitis ("bladder infection") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, dyspareunia, menometrorrhagia, headache, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menometrorrhagia, pelvic pain, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: following removal, most, if not all, symptoms decreased. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: genital bleeding. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.